Event description:
It was reported that the pump touch screen was cracked, during a softball game, and the customer could no longer interact with the pump. Customer¿s blood glucose was 121 mg/dl. The customer declined to provide further information to tandem technical support, therefore no additional information could be obtained.